Event description:
The customer reported the system kept shutting down. The customer indicated they were able to complete their case. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dc distribution board and battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.